Event description:
It was reported that the patient lost therapeutic effect. The patient's device was 'off and on" for the past few months. The device would die "a couple to 3 days" and then start again. A battery problem was suspected. The implantable neurostimulator had been dead for "about 2 weeks." It was noted that the patient had "very high settings." It was also noted that the patient's health care provider wanted to do a magnetic resonance imaging procedure due to other patient health problems. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4) implanted: (B)(6) 2011, product type: lead. (B)(4).